Manufacturer narrative:
Based on the reported information, the report of entrapment and separation could not be confirmed. Per the microcatheter instructions for use (IFU): if catheter entrapment is suspected (with any embolic agent), fast catheter retrieval technique may result in catheter shaft separation and potential vascular damage. Follow catheter retrieval instructions at the end of instructions for use. Slowly remove any ¿slack¿ in the distal catheter shaft. Gently and slowly apply 3-5 cm traction to the catheter to begin catheter retrieval. Detachment of the catheter may be observed by visualizing the separation of the catheter between the distal and proximal marker bands. The distal marker band may not be visible if it is embedded in the onyx¿ les cast. In the event that the catheter does not detach, assess the following parameters by observing the distal shaft of the catheter: vessel straightening, traction on embolic cast, catheter tip releasing from embolic cast. Note: do not apply more than 20 cm of traction to catheter to minimize risk of catheter separation, proximal to the detachment zone. Under some difficult clinical situations, it may be safer to leave a flow-directed catheter in the vascular system rather than risk rupturing the malformation and, consequently a hemorrhage, by exercising too much traction on an entrapped catheter. This is accomplished by stretching the catheter and cutting the shaft near the entry point of vascular access allowing the catheter to remain in the artery. If catheter breaks during removal, distal migration or coiling of the catheter may occur. Same day surgical resection should be considered to minimize risk of thrombosis. MDR related to this event: 2029214-2016-01138, 2029214-2016-01139.

Manufacturer narrative:
Received medwatch report # (B)(4). MDR related to this event: 2029214-2016-01138, 2029214-2016-01139. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The catheter was not returned as it was discarded at the site. The distal section of the catheter was reported to have remain within the treating vessel. The investigation is currently underway, upon completion a supplemental report will be submitted. MDR related to this event: 2029214-2016-01138 2029214-2016-01139.

Event description:
Medtronic received report that during an onyx embolization of an arteriovenous malformation (avm), the apollo catheter fracture at about 8 cm from the tip and this portion of the catheter was left within the feeding artery. The patient was reported to have been exhibiting slight dysmetria post the procedure. The patient is waiting for more endovascular treatment.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.